Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as reason for non-evaluation. If the device returns, a device investigation will be performed. One picture was attached to the complaint file in which it can be seen the distal end of the device. The embolic coil could be noted still attached to the rh. The distal end of the delivery system can be appreciated with a dark foreign substance. Due to the fairness and blurriness of the picture, it can not be determined if the dark foreign substance is inside of the outer sheath or if is just above. The root cause of this condition remains unknown until the device arrives at the laboratory for inspection. Also, no damages can be noted in the coil. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The customer complaint was not able to be evaluated. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization, a 2mm x 6cm galaxy g3 coil (glm920060, 30725907) was unable to be released after six attempts. The doctors retracted the coil and found it discolored. The surgery was completed with a new instrument. There was no patient injury reported. A picture was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h10. Section b5: additional information received indicated that the device was not inspected for damage prior to use. The same detachable control box (dcb) and the same cable were used successfully with subsequent coils. The coil was not stretched or damaged when removed from the patient. An adequate flush was maintained through the devices. There were no delays in the procedure due to the event. No relevant anatomical information can be provided. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 2mm x 6cm galaxy g3 coil (glm920060, 30725907) was unable to be released after six attempts. The doctors retracted the coil and found it discolored. The surgery was completed with a new instrument. There was no patient injury reported. A picture was provided. Additional information received indicated that the device was not inspected for damage prior to use. The same detachable control box (dcb) and the same cable were used successfully with subsequent coils. The coil was not stretched or damaged when removed from the patient. An adequate flush was maintained through the devices. There were no delays in the procedure due to the event. No relevant anatomical information can be provided. One picture was attached to the complaint file in which it can be seen the distal end of the device. The embolic coil could be noted still attached to the rh. The distal end of the delivery system can be appreciated with a dark foreign substance. Due to the fairness and blurriness of the picture, it can not be determined if the dark foreign substance is inside of the outer sheath or if is just above. The root cause of this condition remains unknown until the device arrives at the laboratory for inspection. Also, no damages can be noted in the coil. A manufacturing record evaluation was performed for the finished device 30725907 number, and no non-conformances related to the malfunction were identified. A non-sterile galaxy g3 mini 2mm x 6cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damage was observed. The device was inspected under magnification, the coil was still attached to the unit, and two kinked conditions were found. The distal outer sheath was severely melted, indicating that the resistance heating (rh) coil had been heated multiple times, indicating that the detachment process was already initiated. It was noted that the blue fiber was merged with the rest of the melted outer sheath, which did not allow the coil was properly released. The dark foreign substance seen in the photo provided was not found in the received device, which suggests that was only above the device and did no contribute to the device's failure. The electrical resistance of the galaxy g3 mini 2mm x 6cm device was measured with a multimeter and was within the specification. Also, the device was connected to a lab sample detachment control box dcb2000500 (dcb), and a lab sample enpower control cable and the power was turned on. The system ready light was illuminating. Then, the detach button was pressed, and a beep sound was heard. The coil was successfully detached from the unit. The conditions in which the resistance heating was found suggest that the failure reported by the customer could be related to an operational failure; it is suggested that the coil was not released completely out from the microcatheter before the detachment process, and after the six attempts of detachment, results in the outer sheath over melted which causes the coil entrapment. The electrical specifications of the device were found within the specifications, and no product defect was identified; there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. With the information available, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. Event though, the customer complaint was confirmed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil, re sheathing the microcoil system, and replace it with a new microcoil system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.